Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per sop (B)(4)since the serial number for the unit was not provided. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that a patient presented with v-fib cardiac arrest and was placed on cs100 intra-aortic balloon pump (iabp) therapy with a 40 cc intra-aortic balloon (iab) inserted sheathlessly via left femoral artery. During iabp therapy the augmentation appeared low. Proper placement of the iab was verified via fluoroscopy. There was reported difficulty tracking due to rhythm issues. The patient was hypotensive and on increasing pressors. Ventricular fibrillation arrest occurred again and was reported to be converted with shock (x1). Therapy continued although augmentation was not great and patient stability worsened. The physician instructed to remove the patient's catheter from the groin, and there was an alarm from the console, and the pressure line was flat. They then attempted an a-line flush and determined there were restrictions. It appeared to them that the iab was not inflating/deflating properly. There were additional troubleshooting events after which there was a new iab inserted in the right femoral. The initial iab was then removed from the left femoral. The initial iab was reported to have a kink which was visualized upon removal. The replacement iab was reported to function properly and cardiac support was provided. With the patient transported to iccs with no issues. Additionally, it was reported that the cs100 iabp continued to work appropriately during this event. Please refer to related balloon complaint submitted under (B)(4).

Manufacturer narrative:
We have been advised that there was never an alleged malfunction of the cs100 iabp by the customer, therefore no repairs were necessary. The iabp was never removed from clinical use because the issue was isolated to a balloon problem caused by a kink in the catheter. In addition, the serial number of the iabp is unavailable, as the customer does not know which iabp was in use at the time as they have four (4) pumps.

Event description:
It was reported that a patient presented with v-fib cardiac arrest and was placed on cs100 intra-aortic balloon pump (iabp) therapy with a 40cc intra-aortic balloon (iab) inserted sheathlessly via left femoral artery. During iabp therapy the augmentation appeared low. Proper placement of the iab was verified via fluoroscopy. There was reported difficulty tracking due to rhythm issues. The patient was hypotensive and on increasing pressors. Ventricular fibrillation arrest occurred again and was reported to be converted with shock (x1). Therapy continued although augmentation was not great and patient stability worsened. The physician instructed to remove the patient's catheter from the groin, and there was an alarm from the console, and the pressure line was flat. They then attempted an a-line flush and determined there were restrictions. It appeared to them that the iab was not inflating/deflating properly. There were additional troubleshooting events after which there was a new iab inserted in the right femoral. The initial iab was then removed from the left femoral. The initial iab was reported to have a kink which was visualized upon removal. The replacement iab was reported to function properly and cardiac support was provided. With the patient transported to iccs with no issues. Additionally, it was reported that the cs100 iabp continued to work appropriately during this event. Please refer to related balloon complaint submitted under tw #(B)(4).